Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported incomplete coaptation is due to the challenging patient anatomy. The reported heart failure and mitral regurgitation are cascading event of the slda. The reported patient effect of mitral regurgitation and heart failure, as listed in the eifu, are known possible complication associated with mitraclip procedures. The reported prolonged hospitalization and unexpected medical intervention were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with friable leaflets, pre-existing flail and pre-existing leaflet damage. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 2. On (B)(6) 2026, the patient presented with more catecholamines and the left ventricular ejection function (lvef) was worse. An echocardiogram was performed and revealed that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. A second mitraclip procedure was performed and two clips were implanted, reducing mr to a grade of 2.